Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button was intermittently unresponsive and worn down. The patient noted the keypad rubber had peeled at the contrast button and ok button. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and down arrow buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.